Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA broke at the cannula inside the patient during use. The following was reported by the initial reporter: "it was reported that during the injection, the patient end broke off in the consumer's stomach. Verbatim: consumer reported, during injection, the patient end broke off in his stomach stated, he re-uses pen needles stated, did not seek medical explained to consumer, he should never re-use".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA broke at the cannula inside the patient during use. The following was reported by the initial reporter: "it was reported that during the injection, the patient end broke off in the consumer's stomach. Verbatim: consumer reported, during injection, the patient end broke off in his stomach stated, he re-uses pen needles. Stated, did not seek medical. Explained to consumer, he should never re-use"